Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, red particles material was found on the shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported " implant rupture". Treatment included "endoprosthetics." Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " implant rupture". Treatment included "endoprosthetics ." Device has been explanted. This relates to the right side.